Manufacturer narrative:
No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. Conclusions: no evaluation will be performed. Remedial action - this catalog number was subject to a recall on an unrelated quality issue.

Event description:
The 3m received information that a customer was admitted to the emergency room (ER) for atrial fibrillation on (B)(6) 2010 and developed blistery redness with little dark red dots under the entire electrode for all 6-8 leads. The customer did not know what electrode was used, but the ER told her that they were 2560s (3m red dot monitoring electrodes). Her skin reaction was successfully treated with silvadene.